Manufacturer narrative:
Engineering evaluation: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the stent was no longer on the balloon and was shifted proximally up the catheter shaft. The balloon was no longer in the folded position and showed no signs of contrast fluid in the balloon. It is not clear why the balloon had been opened after the stent had migrated proximally up the catheter shaft upon entering the sheath. The stent and catheter showed no signs of bodily fluids, not even at the distal tip that would have entered the sheath prior to the stent making contact with the valve of the introducer sheath. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The diameter of the stent that had dislodged off the balloon was measured. The diameter was 2.18mm. This diameter is in line with the samples measured during the product lot qualification testing. It is only slightly larger due to traveling over the proximal balloon cone when dislodged. The sheath used in the case was not returned. The icast instructions for use specify the following, "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: atrium has not been able to determine any fault due to manufacturing.

Manufacturer narrative:
This report is being submitted to link the hospital medwatch (B)(4) to our file.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Related MDR 1219977-2015-00241.

Event description:
Stent dislodged came loose on entry into the sheath. No patient harm.